Event description:
It was reported that particulate matter (pm) was discovered in twenty (20) exactamix micro-volume inlets. The particles were identified on the inlet tubing and within the device packaging during inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.